Event description:
Removal of endosseous dental implant. Implant was placed on (B)(6) 2012 in site (B)(6) (type I bone). The clinician states that the implant would not stay in site, kept falling out. The implant was removed on (B)(6) 2012. Medical history: no significant findings.